Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer wanted to deliver a bolus but the insulin pump was stuck on the bolus wizard to program carbohydrates. The insulin pump alarmed failed battery test after a new battery was inserted. Customer's blood glucose level was 8.7 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no failed battery test noted. The bolus wizard functioned properly per the bolus wizard sample in the user guide. The pump was received with a broken belt clip slot, a broken reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window, a cracked case near the display window corners, and minor scratches on the display window.